Event description:
Patient reported: she has had surgery for bilateral inguinal hernia, incisional hernia and ventral hernia beginning in 1999 and continuing through 2008. She has had approximately 9 patches placed and removed and between 25 and 30 surgeries due to pain, bowel incarceration, and bowel erosion. She has had a significant amount of her bowel removed as a result of her surgeries. Her original physician has stopped practicing medicine, and had only told her that she had kugel patches.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.